Event description:
The customer reported the system's left monitor intermittently failed to turn on. This would have resulted in a loss of the live image and thus is a reportable event. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was replaced and the monitor power cable was tightened during the service call. The system was tested and found to be working as intended and put back into service.